Event description:
Acct states that the tubing separated from the male luer lock at the proximal side of the luer lock. States incident occurred 24 hrs, after the ext. Set was in place. Nurse walked into room and noted tubing separation and blood backup and leak. Incident occurred on an adult pt. No medical intervention required.